Manufacturer narrative:
Concomitant medical product: 6935m55 lead, implanted: (B)(6) 2013, dtmb1d4 crtd, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an electronic transmission indicated atrial lead undersensing during atrial tachycardia / atrial fibrillation episodes. The atrial lead remains in use. No patient complications have been reported as a result of this event.